Event description:
The homecare provider reported the following: (1) a hosp called the homecare provider and reported that a pt had come to the emergency room with facial burns that reportedly were rec'd while using the c1000. (2) the hosp reported that the cannula was intact except for near the face where the fire occurred. (3) the pt, who is prescribed oxygen at 2 liters per minute, was reportedly in a car when the fire occurred. (4) the pt indicated that a flame shot out the bottom of the unit by the quick connect. (5) the homecare provider stated that the pt's car has no interior damage, however, they did note that the ashtray was in the pulled-out position and full of ashes. (6) the pt states she does not smoke. (7) the pt states that her husband smokes but does not smoke when she is in the car with him. (8) the pt rec'd 3rd degree burns to her nostrils.